Event description:
Customer reportedly obtained results of 146mg/dl, 79mg/dl, 94mg/dl, and 77mg/dl on the aviva system within 10 minutes. Customer drank grape juice in response to the results. Requested return of suspect system and replacement was sent. No info reported to indicate where comparison performed.